Event description:
It was reported that a pt underwent an inguinal hernia repair procedure in 2009. The pt's wound cultured gram positive. The pt was re-admitted to the hosp a week later, with a wound infection. The wound was drained another one week later.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.